Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced infection at the implant incision site as well as extrusion of the electrode array and migration of the receiver stimulator. Subsequently on (B)(6) 2015, the patient underwent revision surgery; to include removal of granulation tissue, repositioning of the receiver stimulator and the electrode array. The implanted device remains.